Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2019. The charge drawn from the battery was checked and turned out not to be as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was investigated and proved to be inconspicuous. The module was fully capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, a discharged battery was confirmed. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. The visual inspection detected a damaged insulation. This damage enabled an increased battery-internal self-discharge that, in turn, led to the clinical complaint. Ins summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module turned out to be free of defects.

Event description:
After an implantation period of approx. 75 months, battery depletion (eos) was reported.